Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use of the affera mapping system and a sphere-9 mapping and ablation catheter for a pulmonary vein isolation ablation with posterior wall ablation, a patient with a medical history of paroxysmal atrial fibrillation and atrial flutter, hypertrophic cardiomyopathy, chest pain, dyslipidemia, hyperlipidemia, hypertension, and shortness of breath developed ventricular tachycardia during posterior wall ablation and the procedure was temporarily interrupted. Cardioversion was performed to terminate the ventricular tachycardia, and the pulmonary vein isolation ablation continued. The patient then developed ventricular tachycardia a second time during ablation on the right inferior pulmonary vein and was cardioverted again. The ablation was then finished and thecase was ended. The patient was taken to the intensive care unit post-procedure, and the doctor and lab staff noted a high potassium level greater than 7. The patient was reported alive with no injury.